Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
Prestataire reported the patent developed an abscess at the insertion site (abdomen) after wearing the pod for 2 days. The pod was removed and discarded by the patient's private nurse. The site was disinfected and dressed daily by the private nurse. The attending doctor prescribed the patient pyostacine antibiotics to reabsorb the abscess. The site is currently healed.